Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the catheter shaft broke. The physician was pushing the taxus express2 2.50x16mm drug eluting stent over the guidewire towards a lesion in the lad and the catheter shaft broke while applying forward pressure. This event occurred before the stent reached the lesion to be treated. There were no pt complications reported. The pt's condition is reported as stable.